Event description:
During removal of the sheath introducer, the shaft separated and embolized in the pt, a cardiovascular surgeon removed sheath by making a small incision at a femoral site. There were no add'l complications. On 3/12/97 pt had a cardiac cathererization; upon removing the arterial sheath, the hub became detached from sheath and remained in the artery. Cardiovascular surgeon consulted and removed the sheath with a small incision at femoral site. Pt discharged home on 3/13/97.